Manufacturer narrative:
The reload was returned to intuitive surgical, inc. (Isi) for evaluation with no reported issues. An investigation has been completed. The reload was returned fully fired. The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. Additional observations not reported by site: the reload was disassembled in-house and the cartridge appeared to be damaged near the distal end of the knife track. The reload was also found to have damage to the blade. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
The sureform 60 blue reload was returned with no reported issue.